Manufacturer narrative:
(B)(4). Concomitant medical products - m/l g2 taper modular neck # item 00784802300 lot 63789800, biolox delta femoral head # item 00877503202 lot 2924376, standard liner # item 00630505032 lot 63855902, shell with cluster holes # item 00620205222 lot 63816375. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a peri-prosthetic fracture 7 days post left hip arthroplasty and underwent a revision surgery 2 days later. Attempts have been made and additional information on the reported event is unavailable at this time.